Event description:
According to the reporter, intraoperatively, the needle tip broke during running skin closure. Accordingly, the needle tip broke and was not recovered, as the skin closure stitch was completely closed when she noticed the needle tip was missing from the needle. No x-ray was performed, and nothing additional was done to the patient. She saved the needle to return. Needle tip was not recovered, and suture line was closed. Surgeon did not see tip fall off, only noticed tip was missing from the needle after the stitch was closed; skin closure layer, not cavity. There was no injury reported. There was no further information given.